Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas pro ise analytical unit. Initial result: 127 mmol/l. The qc going out of range prompted the repeat of the sample on a different cobas pro ise analytical unit. No questionable result was reported outside the laboratory. Repeat result: 139 mmol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The sodium electrode expiration date was not provided. The cobas pro ise analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer (fse) identified that the root cause was due to worn seals. He replaced the ion-selective electrode seals. He then performed precision studies, and they were within specifications. The fse verified that the instrument was performing within specifications. The service actions performed by the fse resolved the issue.